Manufacturer narrative:
Elevated complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
The customer reported a false negative result on the alinity m sars-cov-2 assay. The customer noticed that the values of the internal control was fluctuating between runs. Due to this, the customer checked the curves and, noticing unusual wavy curves, decided to retest three samples. The customer retested the samples on the same machine, and one returned a positive result which had been negative on the first run. The false negative result was not reported outside the laboratory, so there was no impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the server results log for the run in question was reviewed. The run was valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-090) lot 512712 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 512712 and the components was performed. The manufacturing packets were obtained from abbott molecular (am) document control and reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. The CAPA review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 512712 and the components was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 512712. The lot specific complaint history review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 512712 did not identify any additional tickets related to the reported complaint. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 512712 was not identified.